Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. The customer stated blood glucose (bg) level was elevated; however, did not remember the specific value. Tandem's technical support reviewed the pump logs, and it was noted that the customer's bg level was about 185 mg/dl around the time of the reported event. The customer used insulin pens to address bg level. It was indicated that the customer will continue to use the pump for continued insulin therapy.